Event description:
Customer called to report high blood glucose levels (bg's). The customer's bg's ranged 125-471 mg/dl before removing the pod and starting a new one. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of the high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.